Manufacturer narrative:
(B)(4). Evaluation summary: one used bravo device was received for evaluation. The device was visually inspected for external damage and determined to be functioning to specification. A review of the device history record indicates that the product was released meeting finished product specification.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule failed to attach and had to be retrieved from the patient. No harm was caused to the patient and no intervention was required. There was nothing unusual about the patient or procedure, and an endoscopy had been performed prior to the bravo procedure. A repeat bravo procedure was performed. The capsule will be returned for investigation.